Event description:
Spontaneous report. Per infusion nurse, new curlin pump was not working, she tried removing batteries and turning on and off and issue continued. Per nurse pump made loud beeping noises and screen may have had message saying malfunction. With this info, advised a new pump is needed and one would be programmed and resent along with pump return box for old pump. She understood and stated patient did not miss dose, no adverse event reporter, pump being returned to manufacturer. Reported to (B)(6) by health professional.